Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model#: sc-4316, lot #: 17585328, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had erosion at the pocket site. It was noted that the physician had potential infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient did not have infection. The patient was reportedly doing well.

Event description:
A report was received that the patient had erosion at the pocket site. It was noted that the physician had potential infection. The patient underwent an explant procedure. No device malfunction was suspected.